Event description:
The surgeon attempted to implant a aa4203tl toric silicone lens. The lens tore prior to insertion into the eye. No patient injury. The iol injection cartridge and iol injector model's and lot numbers are unknown.

Manufacturer narrative:
Complaints of this nature are being investigated.